Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple drawer cubies failed. The customer stated that the malfunction occurred when the user was trying to issue the medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no active failures. A field service engineer (fse) confirmed with the escort to log in and inventory the medications in main drawer 6.1, where the issue had been reported and no failures were found during the inventory process. The fse powered down the station, accessed drawer 6, and reseated all cables in sections 6.1 and 6.2. After reassembly and powering up, the escort successfully logged in and inventoried all medications in drawer 6.1 via the application. The system functioned as intended after the field service engineer repaired the device.